Manufacturer narrative:
H11: additional manufacturer narrative: updated: b7, h3. H3: evaluation summary: customer report of calcification was not confirmed. Report of regurgitation and stenosis were unable to be confirmed. X-ray demonstrated commissure 1 bent outward. Host tissue on the stent circumference was minimal at the outflow aspect. All three leaflets were thickened and swollen at the free margins near the commissures 2 and 3. All three leaflets were stiff and translucent-like due to dehydration. Sewing ring cloth had multiple cuts around the valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Product evaluation: customer report of calcification was not confirmed. X-ray demonstrated commissure 1 bent outward. Host tissue on the stent circumference was minimal at the outflow aspect. All three leaflets were thickened and swollen at the free margins near the commissures 2 and 3. Hospital pathology report: gross exam only, tan-white prosthetic aortic valve. No soft tissue is grossly identified.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2, h6 (component code, type of investigation, investigation findings, investigation conclusions). H11: corrected data: device code. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Per the product evaluation summary, customer report of calcification was not confirmed. Report of regurgitation and stenosis were unable to be confirmed. X-ray demonstrated commissure 1 bent outward. Host tissue on the stent circumference was minimal at the outflow aspect. All three leaflets were thickened and swollen at the free margins near the commissures 2 and 3. All three leaflets were stiff and translucent-like due to dehydration. Sewing ring cloth had multiple cuts around the valve. Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Leaflet thickening may be attributed to structural valve deterioration (svd) and/or non-structural valve dysfunction (nsvd). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as early thrombosis/halt, early endocarditis or host tissue overgrowth. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. A CAPA/scar/pra is not required, as there are no confirmed product or labeling non-conformances, and no other triggers are met. The most likely cause is patient factors, including coronary artery disease (cad).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 19mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 1 month due to calcification with severe regurgitation and stenosis. The explanted valve was replaced with a 27mm 11500a valve. Per medical records, the patient presented with chf and underwent redo-redo avr, redo mvr, and commando procedure. Intraoperatively both valves showed heavy calcification and degeneration. The av was replaced with a 27mm 11500a valve and secured with pledgeted non-everted sutures. The non-edwards 27mm hancock mv was replaced with a 31mm mitris valve. Post procedure tee showed well functioning mitral and aortic valve without pvl. The patient was taken to the ICU in stable condition and discharged on pod #7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.